Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Visual evaluation of the pictures of ar-1990n with the matting instrument attached to the complaint. It is inferred that the scorpion needle didn¿t pass through the scorpion shaft thoroughly. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Event description:
On 12/14/2022, it was reported by a arthrex employee via sems that a ar-12990 knee scorpion needle was stuck. This occurred during a case on (B)(6) 2022 when the needle could not be entered, it was evaluated and found that another needle was stuck inside the forceps system. There was no additional information provided.